Event description:
The jetstream g2 catheter was used to treat a segment in the proximal to mid sfa. An angiogram taken post-procedure revealed no flow to the posterior tibial and peroneal artery as a result of distal emboli in the anterior tibial artery. The physician elected to use an extraction catheter and angiojet to retrieve the emboli. Additionally, the patient received a thrombolytic infusion overnight. Ultimately, a surgical intervention was required to successfully recover the emboli. The patient was discharged from the hospital with no additional complications.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.